Manufacturer narrative:
Isi received the prograsp forceps instrument and completed the failure analysis investigation. The reported complaint of the bolt becoming loose on the instrument was neither replicated nor confirmed. Visual inspection of the instrument revealed no damage at either the distal or the proximal end. The instrument was placed and driven on an in-house system, and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The prograsp forceps instrument was found to be fully functional. This complaint is being reported due to the following conclusion: during a da vinci-assisted myomectomy surgical procedure, it was alleged that a bolt from a prograsp forceps instrument became loose. The customer was not sure if anything was missing from the other side of the instrument or if a fragment fell into the specimen that was removed from the patient. No fragment was retained inside the patient and there was no report of patient harm, adverse outcome or injury. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a bolt from a prograsp forceps instrument became loose. The customer was able to remove the instrument without the bolt coming off completely. The customer was not sure if anything was missing from the other side of the instrument or if a fragment fell into the specimen that was removed from the patient. An x-ray was performed and the surgeon assessed that no fragment was retained inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following additional information: the surgeon did not know what caused the prograsp forceps to break and it is unknown if the instrument was inspected prior to use. The reporter does not believe that any fragment fell inside the patient. Several other people inspected the instrument and the x-ray and believed that nothing was retained inside the patient. There have been no reports of post-procedure injury or complications.